Manufacturer narrative:
(B)(4): device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
When trying to implant, the physician found that the catheter was kinked. It was pulled out and another catheter was implanted. The patient had no adverse effect from the event; a new catheter was safety implanted. The patient recovered without sequela.